Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated. The proximal shaft was the only portion returned. The distal separated portion did not return. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place. The total proximal shaft length that was returned was 175cm. The distal portion of 10cm was not returned. No other damage or irregularities were noticed. Functional testing of the device could not be completed due to the separation of the shaft. Review of the manufacturing records for this batch confirmed that the devices in this batch met all applicable specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the wire was broken. During the procedure, a comet pressure guidewire was intended to perform fractionated flow reserve (ffr) measurement first in the left anterior descending artery and afterwards in the circumflex artery. The guidewire broke a few centimeters from the sensor into the guiding catheter. The physician ¿trapped¿ the wire and could remove the two pieces. No patient complications were reported and the patient¿s outcome was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire was broken. During the procedure, a comet pressure guidewire was intended to perform fractionated flow reserve (ffr) measurement first in the left anterior descending artery and afterwards in the circumflex artery. The guidewire broke a few centimeters from the sensor into the guiding catheter. The physician ¿trapped¿ the wire and could remove the two pieces. No patient complications were reported and the patient¿s outcome was fine.